Event description:
Additional information is received for a report number mw5147080 on 10/24/2023.

Event description:
My daughter is 10 years old and a type 1 diabetic. She uses a dexcom g6 cgm and a tandem tslim insulin pump. She has been experiencing g6 sensors falling off prematurely before the 10 day time frame that dexcom outlines. If a sensor falls off prematurely, historically they would replace the sensor. With our most recent reporting to them, they would not replace the sensors that had fallen and my requests were denied. They have placed a limit on the amount of replacement they will do, which is insufficient for the needs of my daughter. Dexcom has denied the replacement of four of her g6 sensors so far. The adhesive and accuracy of the sensors are becoming unreliable, with multiple windows of errant readings or adhesive that lasts for no more than a couple days at times. Reference report #mw5147079, #mw5147081, #mw5147082.